Event description:
It was reported the bed exit alert of a cetrella bed did not alarm. The patient reportedly exited the bed, fell, and subsequently passed away. The cause of death was not reported; nor was it reported if an autopsy was performed. The customer reported that the facility¿s internal investigation was ¿inconclusive¿ as to whether the patient¿s death was caused by or contributed to by the bed exit not alarming and subsequent fall. The customer is declining to provide any further information. No further information was available at the time of this report.

Manufacturer narrative:
H11: the device was evaluated on-site by a baxter qualified technician. During visual and functional testing, the technician noted that the bed¿s scale would not weigh correctly and showed 75kg although no patient or weight was in the bed. Additionally, the technician noted that the bed was unable to be zeroed or the ¿bed exit¿ alarm set from the right-side graphical user interface. However, the technician was able to zero and set using the left-side graphical user interface. The technician also noted that the bed had not been new patient zeroed prior to the reported patient being placed in this bed. Upon the technician zeroing the bed and calibrating the scale, the bed and its components were noted to be functioning as designed. The centrella bed¿s instructions for use state: ¿in order for the bed¿s scale and bed exit functions to operate, the bed must be connected to a/c power.¿ the bed¿s ¿bed exit¿ feature and scale will not operate on battery backup. Furthermore, the ¿bed exit¿ feature works in conjunction with the weight captured by the bed¿s scale. Based on the bed exit¿s user-chosen patient positioning mode, when the applicable amount of patient weight is perceived as being removed (exiting) the ¿bed exit¿ will alert. The bed¿s instructions for use state: ¿warning, always use the ¿new patient zero¿ before a patient is admitted into the bed. Failure to do so may keep old patient data in the bed and cause a risk to the new patient.¿ the investigation is currently ongoing, a final report will be submitted upon completion.